Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient reported discomfort with pacing. Intermittent capture noted on rv lead and pericardial effusion was observed under x-ray. Perforation of the rv wall with the lead tip could not be excluded. The lead was repositioned. The patient was stable before, during and after procedure.